Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that never received the replacement product - manufacturer to re-send.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 81 and 258 mg/dl fasting and 66 and 125 non-fasting. Customer was only concerned with erratic test results. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl; customer has not been diagnosed with diabetes. Customer performs blood tests fasting and then 90 minutes after eating lunch as per her physician. Customer was not using correct technique and was using alcohol and applying blood sample while meter was in the case. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is three - four weeks. The meter memory was reviewed for previous test result history: (B)(6).